Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 33 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for 1 to 2 hours. After the troubleshooting was done, customer was advised to speak with health care provider and monitor the pump. Customer was referred to the doctor. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose manually corrected with pen. The customer was explained the 2 high blood glucose rule. Customer declined high blood glucose troubleshooting and stated that he is good now.